Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on the reported issue that the image disappears and appears when the ig tube is bent, it is presumed that the customer complaint occurred because of buckling or breakage of the imaging cable inside the bending section. The trace of damage possibly the evidence of the stress given to the insertion part including the bending section was found in the actual product. It is determine that the damage of the imaging cable was caused by the stress applied on the device. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was returned for evaluation. Evaluation determined that the light guide lens tube of the device was found to be bent and the image found flickering. Cuts and holes were found on the a-rubber and frayed wires were found on the bending mesh. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the image issue of flickering, in and out image was attributed to damaged frayed wires and bent lg tube. The likely cause of the damaged parts were due to mishandling and maintenance. Once repaired, the issue was resolved.

Event description:
It was reported that during preparation for use, the device picture is not stable, it comes in and out. There was no patient involvement on this report.

Event description:
Reporter stated the issue occurred prior to a lap cholecystectomy procedure. There were no other devices involved or replaced in this event. No delay on the procedure and was completed with a different device. The model/serial number of the device was not provided.